Manufacturer narrative:
H6: code 400(other): yielded jaws. Based upon the inquiry information received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. It was noted that the instrument was returned with the jaws damaged. No conclusion could be reached as to how the jaws were damaged. If the jaws are closed over a hard object, the jaws can become damaged and will not form clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy an er320 clip scissored and spit out the clip. Another er320 was used to complete the case. There was no consequence to the pt.